Event description:
Account alleged that the bed had no head up function. No pt impact.

Manufacturer narrative:
The technician found the issue to be a stuck valve. The technician removed and cleaned the valve to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.